Event description:
Additional information was received from the customer. The issue was observed at the beginning of a ureteroscopy and laser lithotripsy of the kidney stone. The procedure was completed with a new laser fiber. The reported problem did not affect the outcome of the procedure. The nurse did not exhibit any other symptoms or adverse effects aside from the sharp sting. There was no further harm or injury reported due to the event to either the nurse, patient, or doctor.

Manufacturer narrative:
Corrected field: corrected e2 to no and h1 to malfunction this report is being supplemented to provide additional information received from the customer as reflected on b5 and to correct e2 and h1.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device for this complaint was not returned and an exact root cause could not be confirmed. Per the legal manufactures investigation, the probable cause based on the event description is most likely due to the user mishandling of the fiber. The nurse likely accidentally put pressure on the connector/ strain relief while the fiber was in use resulting in the fiber breaking and catching fire/ sparking. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H6: health effect - clinical code 4581 is used to reflect the sharp sting that the nurse felt to the right elbow. The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Olympus received a mandatory medical device problem reporting form for industry from alberta heath service that a 200 micron tfl ball tip single use fiber device malfunction. After reaching over the laser wire to pull the monitor close to the doctor, the nurse felt a sharp sting to the right elbow area. When they turned around, there were sparks coming off the plug in adaptor and then there were flames noted. The doctor was also aware and stopped pressing the foot peddle. The sparks stopped with the laser stopping, and the flames were stopped by the same nurse. There was no serious harm reported and no unexpected or prolonged care. Additional information has been requested but no further information was obtained. This event is reported under the following related patient identifiers: (B)(6) - 200 micron tfl ball tip single use fiber. (B)(6)- soltive premium superpulsed laser system.